Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a new 250 ml bag of cardene infused faster than expected. The bag emptied over several minutes. No patient harm was reported.

Manufacturer narrative:
The reported issue that a new 250ml bag of the drug cardene infused faster than expected by having the bag empty over several minutes was not confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log shows at 5:50pm a user had entered a vtbi of 225ml with the rate at 50ml/h. The parameters indicate infusion duration of 4.5 hours. The infusion was stopped by an air in line alarm approximately 1 hour and nineteen minutes into the infusion. The user had addressed the air in line alarm and then entered a new vtbi of 250ml. The cause for the air in line alarm could not be ascertained from the log analysis. It could not be ascertained if a new bag was hung with the new 250ml entry. Rate accuracy testing was performed and found the device to be infusing within specifications. The disposable set was not returned for investigation. The root cause could not be identified.